Manufacturer narrative:
Document review: evolis ps liner - ref 3042.0509 / lot. 020797 (15 pieces manufactured). The manufacturing and quality document review confirmed that all the inserts of the lot conform to the specification valid at the time of manufacture. All the 15 devices were implanted and no other adverse events was reported up to now. The retrieved liner was analyzed and it was noticed a deep wear on the anterior aspect of the peg. So, the breakage of the ps peg is probably due to an anterior contact between the peg and the intercondylar notch of the pt. This issue was probably caused by a bad preparation of the intercondylar notch by the surgeon.

Event description:
A total knee revision surgery was performed due to breakage of the postero-stabilization peg of the insert.